Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately four (4) months after placement due to occlusion with dentures.

Manufacturer narrative:
Contraindicated patient. Patient is a smoker.

Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately four (4) months after placement due to occlusion with dentures.